Event description:
It was reported that during a surgical operation, the physician opened the package of a lead and noticed that the tip of the lead was curved. It was noted that the physician removed the guiding wire from the lead. It was noted that the physician initially thought the wire was the issue, but after removing the guiding wire, he realized the lead was the problem. It was noted that the lead was not implanted and the physician used a new lead. No patient injury was reported.

Manufacturer narrative:
Analysis of the lead lot#v937755 found that the lead was bent at the distal end. It was noted that the distal tip of the lead was bent at the #0 electrode sleeve.

Manufacturer narrative:
Analysis of the lead lot#v937755 found that the lead was bent at the distal end. It was noted that the distal tip of the lead was bent at the #0 and 1 electrode sleeve. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).